Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data occurred. Data was evaluated and the allegation was confirmed as a signal loss for over one hour. The probable cause could not be determined. The reported event of no data is reportable based on the finding of signal loss for over one hour. No injury or medical intervention was reported.